Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent for anterior lumbar interbody fusion procedure. During the procedure, the blue clamps sn 387.347 were not connected properly to the synframe o-ring. The procedure was completed successfully without delay. There was no patient consequences reported. Concomitant device reported: synframe holding ring (part# 387.336, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for (1) synframe ring clamp. This is report 1 of 1 for (B)(4).